Manufacturer narrative:
A steris service technician arrived onsite to inspect the niagara sonic irrigator pcf and found that the source of the fire was the drying fan within the unit. The drying fan overheated resulting in the reported event. The was manufactured in 2011 and is not under steris service agreement; the user facility's third-party service provider is responsible for all maintenance activities. The last preventive maintenance performed by the third-party was on the day prior to the reported event, (B)(6) 2020. Due to the extent of the damage to the unit, it could not be determined whether the maintenance work performed the day prior contributed to the reported event. The unit remains out of service while the user facility determines if the unit will be repaired or replaced. A 3-year complaint review determined this to be an isolated event. No additional issues have been reported.

Manufacturer narrative:
A steris service technician has requested to inspect the unit subject of the event; however, steris is awaiting a response from the user facility. The user facility's third-party service provider inspected the unit and found it to be not operational. The unit was manufactured in 2011 and is not under steris service agreement; the user facility is responsible for all maintenance activities. The investigation of this event is in process; a follow-up report will be submitted as additional information is obtained.

Event description:
The user facility reported that their niagara sonic irrigator pcf caught fire. The fire department was dispatched and extinguished the flames. No report of injury.